Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise and far r wave oversensing on the atrial lead. Programming changes were made to resolve the issue. The patient had no symptoms before, during, or afterwards.